Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown tfn nail. Part and lot numbers are not available for the subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. A 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally placed with a trochanteric fixation nail (tfn) due to a femur fracture on (B)(6) 2017. X-rays were performed on an unknown date that revealed fracture reduction failure. The lag screw appears to have pulled out of the nail. It is thought that this may have occurred because the locking mechanism of the nail did not lock correctly. The patient is scheduled to go back to surgery on an unknown date for revision. This report is for one unknown tfn nail. This report is 2 of 2 for (B)(4).